Event description:
Device malfunction: none. Symptoms / ae: hypotension. Time of ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, during post-dilatation, the pt became hypotensive. Intravenous neosynephrine was given. Three days post-procedure, the hypotension resolved, and the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Hypotension is a known potential adverse effect associated with the use of the device as listed in the rx acculink instruction for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.